Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. During the follow-up visit, the battery longevity had dropped from 2.5 years to remaining at around 3 months in an year. The plan was to have this device replaced soon and currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
The returned ingenio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the devices battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. During the follow-up visit, the battery longevity had dropped from 2.5 years to remaining at around 3 months in an year. The plan was to have this device replaced soon and currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. During the follow-up visit, the battery longevity had dropped from 2.5 years to remaining at around 3 months in an year. The plan was to have this device replaced soon and currently remains in service. No adverse patient effects were reported.